Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR of batch 24m15g8239, no abnormality was observed during in-process and at final control inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported in medsun (B)(4) report: describe the event or problem: during one of my insertion attempts in the pt's left upper arm, the IV had immediately infiltrated so I removed it. When I assessed the end of the catheter, it looked mostly intact except for some minor defects in the plastic and a less than 1mm sized chip at the end of the catheter.